Event description:
It was reported that during an unspecified procedure, the tip of the subject device fell off inside the patient. The tip was retrieved, and the procedure was completed with a backup device. There were no reports of patient harm.